Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was experiencing high blood glucose levels and receiving no delivery alarms on a regular basis. The customer's blood glucose was 357 mg/dl. The customer stated that she had changed the insertion site multiple times as well as replace the reservoir and insulin. The customer stated that the changes would remedy the situation for thirty minutes, but the insulin pump would alarm no delivery thirty minutes later. Advised that a replacement insulin pump would be sent. Advised customer to discuss the issues with her healthcare provider if the replacement insulin pump did not solve the problem. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.